Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "the anaesthetist places the catheters on the paediatric patient in the operating room. After surgery, the paediatric patient enters ICU. There the catheters do not work after a few hours. The catheter give no signal and blood collection is not possible." The device was removed. The patient's current status is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the anaesthetist places the catheters on the paediatric patient in the operating room. After surgery, the paediatric patient enters ICU. There the catheters do not work after a few hours. The catheter give no signal and blood collection is not possible." The device was removed. The patient's current status is reported as "unknown".